Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer mailed in the survey to complaint problem started right at the beginning. The edge is very hard and when they try to fit the protector holes on the side started to open. Then they both separated. Talked to customer complaints and I will get a refund.